Event description:
The customer reported approximately five milliliters of faint red fluid leaked outside the instrument involving the coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked at pinch valve tubing, pv46b. The fse replaced the lower sheath restrictor tube at pv46b and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).